Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, mapping was performed with a non-boston scientific mapping catheter. Following this mapping, a farawave catheter was inserted into the faradrive sheath, and the sheath was aspirated. During aspiration, air kept coming back into the sheath. The physician checked that all flushes were tight and attempted a few more aspirations. However, air bubbles were continued to be seen. The sheath was replaced, and the procedure was completed without patient complications. The sheath is not expected to be returned for analysis as it was disposed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, mapping was performed with a non-boston scientific mapping catheter. Following this mapping, a farawave catheter was inserted into the faradrive sheath, and the sheath was aspirated. During aspiration, air kept coming back into the sheath. The physician checked that all flushes were tight and attempted a few more aspirations. However, air bubbles were continued to be seen. The sheath was replaced, and the procedure was completed without patient complications. The sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
Additional information was provided in section d4 lot number. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.